Event description:
It was reported that there were high thresholds on both the atrial and right ventricular leads. The leads were explanted and replaced. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; partial lead in segments returned and analyzed. Outer insulation breached; partial lead in segments returned and analyzed.